Event description:
It was reported to philips that the device¿s image processing computer (ippc) was not booting. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the ippc would not boot. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc would not boot. Upon functional testing fse found ippc malfunctioned during startup. Fse formatted ippc image and system hard disk drives, software was reinstalled fluoroscopy and the system was returned to use in good working order. The codes were updated based on the investigation outcome.